Event description:
The customer indicated that the device experienced a "inop" alarm during patient use. The patient was manually ventilated and promptly placed on a different ventilator. There were no reports of harm to the patient.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.